Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device had damaged buttons on upper closure, pcba electrical damage, component failed. The device was scrapped as not acceptable for use.

Manufacturer narrative:
H3 other text : evaluated by third party.